Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported of not receiving any alerts and it seemed that the insulin pump was not delivering insulin. Hospitalization information and troubleshooting was reported on MDR number 2032227-2020-196383. The customer was hospitalized on (B)(6) 2020 with blood glucose of 513 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to insulin pump malfunction. The customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.